Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal erosion on the left side of the cylinders and proximal erosion on right side of cylinders. The existing ipp was explanted and replaced. There were no further patient complications.